Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-04224 / 04226).

Event description:
Patient experienced elevated metal ion levels approximately seven years post-implantation of a right hip arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Medical products - taperloc femoral stem p/n unknown l/n unknown, m2a magnum acetabular shell p/n unknown l/n unknown, unknown standard neck p/n unknown l/n unknown, therapy date - unknown. Reported event was unable to be confirmed through review of medical records. There are warnings in the package insert about these types of events and risks are addressed in associated risk documentation. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.